Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Product ID: 8784, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-feb-2025, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(6), ubd: 17-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 2024-02-02 from a consumer regarding a patient receiving fentanyl and dilaudid via an implantable pump. The indication for use was spinal pain indications. The patient reported that the pump gets "really hot" throughout the day. Per the patient, the pump is "always over" 100 degrees and it goes "through cycles." The patient confirmed they can feel the pump and puts a "metric thermometer over the pump" to get the temperature. The patient also gets a fever every time the pump heats up. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on 2024-03-27 from a healthcare provider (hcp) and a patient via a manufacturer representative (rep) indicated that the patient had an infection of his entire pump system. The pump was infected. On (B)(6) 2024, the physician removed the pump and distal end of the catheter. The physician removed as much of the pump and catheter as he could. The proximal end/"pump segment closest to the spine" of the catheter remained in the spine. The rep informed the physician that the catheter may still be dripping cerebrospinal fluid (csf) and the patient may have a csf leak. The physician did not want to proceed into the spinal incision because of the infection risk. It was unknown if the system was replaced. There were no diagnostics/troubleshooting performed. There were no environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, it was unknown if the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Event description:
Additional information was received from a consumer stated that the healthcare provider (hcp) explanted the remaining spinal segment of 8780 catheter. The patient had an infection. No additional information available. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. The patient continued to have complications and went to the hospital. While there, an unknown surgeon explanted the remaining segment of the catheter. We were not notified of this explant. The issue was resolved.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the company representative (rep) and confirmed with the physician indicated that the pump was currently explanted, some of the catheter still remains. The pump heating had resolved because pump was removed. They were unsure if the infection had resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.